Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was retraction issues during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it was reported that the wingset needle failed to retract.

Manufacturer narrative:
H.6. Investigation: one (1) customer photo was received for review and analysis. The photo confirms the reported issue of a retraction failure. Therefore, this complaint is confirmed. In addition, bd sumter conducted retraction- lock-out testing on thirty (30) retention samples for batch 9316429. All 30 samples passed the test with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was retraction issues during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it was reported that the wingset needle failed to retract.